Manufacturer narrative:
Model number: 720185-01; lot number: 1000073580; model description: reservoir flat is 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 16cm x 12mm spectra penile prosthesis device was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.